Event description:
A malfunction alarm occurred, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.